Event description:
It was reported that at implant, a perforation occurred. Later the patient complained of chest pain, and device interrogation was performed. High capture threshold, low sensing and low pacing impedance were observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.